Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 577 mg/dl. A manual insulin injection was used to address bg. Reportedly, the customer used the cartridge and insulin beyond labeling. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.